Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the root cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During evaluation of the flex deflectable videoscope, the image was flickering during angulation. There was no patient involvement.